Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185, competitor implantable tachy lead, (B)(6) 2006. A 4087, competitor implantable pacing lead, (B)(6) 2006. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action .(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a charge circuit timeout alert. Analysis of the device memory also showed the battery indicator signifying that the time is approaching for device replacement. The analyst noted an excessive charge time and charge time out on (B)(4) 2013. The analyst further noted that the device was not at elective replacement indicator (eri) as of (B)(4) 2013.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not alert when it reached elective replacement indicator ( eri). The device requires three consecutive nightly measurements at or below recommended replacement time (rrt) voltage to set rrt condition/alert status. Telemetry and other temporary increased current drain operations may cause transient reported battery voltages at or below rrt levels. It was further reported that the device took longer to charge than expected, resulting in disabled therapies. The device was explanted and replaced. No patient complications have been reported as a result of this event.